Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol received in a sample container. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced for decreased vision and right eye pain post cataract surgery and came for second opinion. The iol was explanted and exchanged for an another model following the initial implant procedure. Additional information has been requested.